Manufacturer narrative:
This product is registered as a combination product. The results/ methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient developed intermittent fluid discharge from the implant pocket of the implantable cardioverter defibrillator. It was determined that the issue was caused by an infection. On (B)(6) 2020, the device and right ventricular lead were removed successfully. The patient was discharged from the hospital in healthy condition following the explant procedure. Related manufacturer reference number: 2017865-2020-08144.

Manufacturer narrative:
Analysis was normal. No anomalies were found.